Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was not able to reproduce the reported issue. The fse checked the fault and alarm logs and there was no alarms noted related to gas loss or blood intrusion. The fse also checked the blood detect circuitry; verify calibration and no fault was found. There was no blood present in machine. The fse then performed all functional, pneumatic and electrical safety tests as per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the balloon ruptured, but the cs300 intra-aortic balloon pump (iabp) did not emit an alarm. There was no patient harm and no adverse event was reported.